Manufacturer narrative:
Block b3: exact date unknown, approximate event date when patient started experiencing the discomfort.

Event description:
It was reported that the spinal cord stimulation (scs) patient began experiencing bothersome abdominal stimulation that caused new, constant pain and discomfort while the system was active. Reprogramming was attempted; however, the abdominal stimulation could not be fully resolved. Subsequently, x ray imaging revealed that the electrode was curved. The following day, the patient was urgently admitted to the hospital with incontinence. An MRI identified cauda equina syndrome, and the patient underwent urgent decompression surgery. The patient has no history of recent trauma or weight change that could have contributed to the condition. The leads were assessed and confirmed not to have migrated.

Event description:
It was reported that the spinal cord stimulation (scs) patient began experiencing bothersome abdominal stimulation that caused new, constant pain and discomfort while the system was active. Reprogramming was attempted; however, the abdominal stimulation could not be fully resolved. Subsequently, x ray imaging revealed that the electrode was curved. The following day, the patient was urgently admitted to the hospital with incontinence. An MRI identified cauda equina syndrome, and the patient underwent urgent decompression surgery. The patient has no history of recent trauma or weight change that could have contributed to the condition. The leads were assessed and confirmed not to have migrated. Additional information was received indicating that the patient is not currently using her system, as she is in the process of recovering from spinal surgery. At this time, the patient continues to experience chronic pain.

Manufacturer narrative:
Block b3: exact date unknown, approximate event date when patient started experiencing the discomfort. The lead has not been returned as it remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The devices were not returned for analysis. However, a labeling and risk review confirm that undesirable stimulation, including non-target stimulation and associated discomfort, as well as neurological symptoms requiring medical intervention, are recognized risks associated with the use of a spinal cord stimulation (scs) system. Therefore, this investigation is assigned a probable cause of known inherent risk of device.